Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's mother to test the alert functionality and reported alerts were not functional, but device did vibrate.

Manufacturer narrative:
(B)(4). The complaint device was returned for investigation. The device passed external visual inspection and an interior inspection. The device also passed global receiver functional testing. A review of the receiver data log found no errors related to the customer complaint. The device failed the manual sound drop test. The customer complaint was confirmed. The root cause was determined to be defective speaker assembly.